Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units. The reporter stated that spiros has "popped off" of the medication tubing, however remained attached to the patient's access (neutral or negative pressure claves). Medication involved is 5 fu. There was patient involvement and unknown adverse event.